Event description:
It was reported that patients lead was pushing though the midline incision. The patient underwent a lead revision procedure. However, the physician opted to do an explant as the patients original incision was opened. All device components were removed and were not returned per hospital policy. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week before the patient went to the physicians office. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7057668. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 365585.